Event description:
Initial attempt was jugular with the temperature sensing probe. Us guidance used. The wire was placed without issue, and central line was slipped over the wire without issue. The wire was then removed and was found to be intact and not bent or kinked. The line would not flush or draw back so eventually was pulled. At that point the lumen of the central line was noted to be damaged. The plastic covering the temperature sensing probe was shredded. Unsure what caused the issue as the wire placement and the threading of the line over the wire was smooth. Working in the yard in the morning afterwards while sitting on his computer passed out, patient was found unresponsive by ems. Per chart was unresponsive for about 15 minutes. CPR started. Patient received 3 shocks. Noted to be in vfib. Received 3 rounds of epi. Started on lidocaine drip. No prior history of coronary artery disease. Has history of hypertension hypercholesterolemia. History of (B)(6), colitis per chart review. FDA safety report ID #: b)(4).